Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that leakage was discovered coming from the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter upon flushing prior to an abdominal drainage procedure. The complaint device was not used, and a new like-device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, manufacturing instructions and instruction for use (IFU), as well as a visual inspection, functional test and dimensional verification of the returned device, were completed during the investigation. One device was returned for evaluation in an unused but prepped condition. A physical inspection and functional testing confirmed leakage where the cap and mac-loc adaptor connect. However, no damage was noted to the flare, when looking into the lumen of the mac-loc adaptor. The device passed the gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook was also able to review product labeling. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided upon review of the dmr, IFU, and DHR, suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - phone: (B)(6). H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage was discovered coming from the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter upon flushing prior to an abdominal drainage procedure. The complaint device was not used, and a new like-device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.